Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there were poor staple formation using the green reload. It was also stated that when a black reload was used, it could not be fired. There was no patient injury.